Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, cerebral vascular accident (cva), and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices: (B)(4) - pump / catalog number 1103 / expiration date: 02/28/2018. UDI #: unknown. No, product not received - pump remains implanted in patient. Manufacturing date: 02/28/2016. (B)(4). Hvad pump remains implanted in patient.

Event description:
It was reported from the site that patient's mom reported to the ventricular assist device (vad) coordinator that after arriving home from dinner, patient started to complain of a "massive headache". Patient's mom administered tylenol to alleviate the symptom. Shortly after, the patient began to vomit. Initially, mom thought it was due to food poisoning. A few hours later, the patient was found unresponsive. The patient was rushed to the hospital. Pump parameters and hemodynamics were normal, but patient unresponsive. A computed tomography (CT) scan of the brain was done. All anticoagulation was immediately stopped and reversed. The patient was rushed to the operating room for an emergency craniotomy and placement of an external ventricular drain. The patient was then transferred to the intensive care unit (ICU) for monitoring and placed in an induced coma due to an elevated intra-cerebral pressure (icp). The next day (B)(6) 2017, the icp number remained abnormally elevated and the patient was brought back to the operating room for additional removal of the skull to alleviate the swelling of the brain. During this entire time, anticoagulation has been completely stopped. Today, (B)(6) 2017, vad coordinator reported to me that right ventricular assist device (rvad) powers were elevated for the given speed, 2.9w at 2100 rpm, with a flow>10l/min. Currently awaiting any lab results that would confirm hemolysis, but it is believed that the rvad is/has clotted off. It was reported that the pumps would not be returned as they would remain implanted and that no autopsy would be performed. Official cause of death was stated to have been hemorrhagic stroke. No additional information available.

Manufacturer narrative:
Concomitant medical products: (B)(4) - pump / catalog number 1103 / expiration date: 02/28/2018. UDI #: (B)(4), product not received - pump remains implanted in patient, manufacturing date: 02/28/2016. (B)(4) were not returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of the analysis for (B)(4) is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated devices (B)(4) met all requirements for release. The reported event of "elevated power" for (B)(4) was confirmed via log files which revealed an increase in power consumption starting on (B)(6) 2017. Four low flow alarms were logged since (B)(6) 2017. Log file analysis of (B)(4) showed a decrease in power consumption starting (B)(6) 2017 with parameters within normal operating range. No alarms were logged for (B)(4) 14 days leading up to (B)(6) 2017. Of note, it was reported that anticoagulation therapy was stopped after computed tomography (CT) of the brain was performed. The official cause of death was stated to have been hemorrhagic stroke. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the historical review of similar high-power events, the most likely root cause of the elevated power event for (B)(4) can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms for (B)(4) may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering an increase in power. If information is provided in the future, a supplemental report will be issued.